Event description:
It was reported that during a system upgrade procedure both the 4195 and 4196 leads were attempted to be implanted, but were unsuccessful due to the patient's anatomy. A new lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed, no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed), blood/body fluid on outer tubing overlay, and blood in/on helix/lobe mechanism. (B)(4): the full lead was returned and analyzed, no anomalies were found. It was noted that all conductors had blood/body fluid (not obstructed).